Event description:
It was reported in a service report that the dip switches were set correctly at the factory; however, these were not the correct settings for the user facility. No adverse consequences were alleged.

Manufacturer narrative:
Result : 400-dip switch. This unit was built per the order; the settings requested for nurse call were incorrect. This resulted in nurse call being non functional. This issue was caught at delivery prior to the unit being put into use.